Event description:
Report received from the USA regarding a motor device in which, during a laminectomy l4-l5 surgery, it was discovered that the device "did not work". There was a five minute delay in the surgical procedure as a result. A spare device was available and the procedure was completed successfully. No injuries or medical intervention were reported. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
The motor device was received for evaluation. The motor device was tested and the reported condition was not duplicated or confirmed. If additional information is received, a supplemental report will be sent. (B)(4).